Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9; h3; h4; h6; h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no image was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Olympus will continue to monitor field performance for this device.